Event description:
On (B)(6) 2012 it was reported that the patient was feeling stimulation in her toe "all along" and it was "a little uncomfortable." The patient also stated she was having "some" leakage. The patient was assisted in changing programs and was to slowly increase the stimulation. Additional information received on (B)(6) 2012 reported that the event was caused by nothing. The patient did not think the leads had moved and reprogramming performed led to no change. The patient did not require hospitalization. The patient stated she got "persistent tingling" in her feet, "mostly" on her right side, and leakage of urine, "a few tablespoons," since implantation of the device. The patient also stated, she had a urinary tract infection (uti) at home, but took cipro daily to "decrease problems." Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3093-28 lot# v926904, implanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).